Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) helium leak alarm. A getinge field service engineer evaluated performed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use. Could not duplicate error on unit and no logs presented issue. Replaced helium tank grommet on customer cart. Pm will be done on so 44523527 unit failed battery checklist due to expired batteries parts are on back order will replaced once parts released at a later date attached extended life getinge letter. No patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.